Event description:
It was reported to medtronic neurosurgery that a leak was found at the delta chamber.

Manufacturer narrative:
The valve was not patent. This precluded siphon, reflux, pressure-flow, and pre-implantation testing. The device did not meet the requirements for leak testing due to a tear in the bottom of the delta chamber. It is unk how or when this damage occurred. The instructions for use that accompany the device note that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." The instructions for use also warn that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of the valves are 100% tested at the time of MFR.